Event description:
Boston scientific received information that this atrial lead was removed from service due to oversensing of noise. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead¿s cathode conductor coil is fractured approximately 269-270mm from the terminal pin near the distal end of the suture sleeve tie down site. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve area. No other adverse events have been reported. This product issue will be updated if additional information is received.